Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed electrical and performance tests performed. The source of the complaint could not be determined. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-8216-70 (sn (B)(4)) device evaluation indicated that the lead passed visual and photographic imaging tests performed. Visual and xray inspections found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient¿s incision sites were red. The patient was prescribed antibiotics. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain and developed an infection at the pocket site. Symptoms include open wound with drainage at ipg site. The physician did not know what caused the infection. The patient underwent an explant procedure. The physician suspected device malfunction.

Event description:
A report was received that the patient¿s incision sites were red. The patient was prescribed antibiotics. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s incision sites were red. The patient was prescribed antibiotics. The patient will undergo a revision procedure.